Event description:
On (B)(6)2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 400 mg/dl associated with repeated occlusion alerts. The user used a corrective meal announcement to help bring glucose values back into range. A device replacement was arranged. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.